Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in regarding a remove cassette message while in fill 1 of 4. The patient then asked if liquid should be leaking while holding the cassette. The screen was still showing remove cassette, so advised the patient to open the cycler door and see if there was any liquid in the pump. The patient confirmed there was 'quite a lot' of liquid. The cycler was replaced. Additional information has been requested.